Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the software was uninstalled and reinstalled, upgraded, and old patient exams removed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Patient information was unavailable from the site. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A manufacturer representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed after introducing suctions into the surgical field. It was noted that the issue carried across patient trackers and other instruments. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.